Manufacturer narrative:
Day shift individual had no problems with unit and cancelled the call. No evaluation done.

Event description:
It was reported that the collimator on the 9800 system was rotating by itself. No patient injury was reported.